Event description:
A nurse was reportedly stuck by a used needle that had poked through the side of the sharps container. The sharps container for the home health care facility resides on a shelf in the supervisor's office. The container was full, so the nurse locked the closure lid down and when she picked the container up to take it to the biohazards disposal area, she received a needlestick to the right thumb. She was seen in an emergency room where hepatitis and hiv labs were drawn. She received tetanus and hepatitis b booster shots. She was prescribed combivir twice daily for 28 days.

Manufacturer narrative:
The sharps container was manufactured for maxxim medical by medical action prior to acquisition of maxxim medical. Medline no longer distributes product made by this manufacturer. The home care has declined to send the sharps container to us for investigation. The report source states she does not known if the container was filled above the fill line as the container is locked shut and they cannot see inside the container. The customer has provided digital photographs of the container, which has a needle protruding through front of the container approximately 1/4 inch and at a downward angle. The puncture site is approximately 5 inches from the top of the container. Without return of the product, an analysis cannot be completed and no evaluation conclusion can be drawn.